Event description:
It was reported that some difficulty was encountered while advancing the catheter to the lesion. After an inflation with the crosssail balloon, a long dissection was observed. An attempt to treat the dissection with a stent was unsuccessful. Another balloon dilatation was performed at the dissection site, and medication was used in combination to treat the vessel.